Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6fr sheah after an iliac interventional procedure. Reportedly, the clip of the starclose se device got stuck on the clip delivery tube. Slight resistance was felt during removal of the starclose se device. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.